Event description:
It was reported that a merlin.net transmission revealed multiple auto mode switch episodes due to atrial oversensing of noise. The noise could not be reproduced in clinic. Atrial sensing had decreased and atrial noise was present during the atrial sense test. Recommended programming was performed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.